Manufacturer narrative:
Date rec¿d by MFR : 24jul2019, date of report : 25jul2019. Visual inspection of power management printed circuit board assembly (pm pcba) revealed no evidence of damage or contamination. The failure investigation (fi) technician installed the pm pcba into a fi test unit and confirmed the failure. During troubleshooting the fi technician identified component in location u11 pin 12 voltages were below the specified ranges. The u11 was replaced on the pm pcba and the assembly reinstalled in the test fi ventilator and the ventilator performed as intended. The failure of the component u11 prevented the ventilator from powering on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that when the unit was powered on, the screen display remained black. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 01jul2019 .date rec¿d by MFR: 28jun2019. Philips field service engineer (fse) confirmed the device would not startup because of a power management printed circuit board assembly (pm pcba) failure. Philips fse replaced the pm pcba then performed testing on the device and no other abnormality were identified. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.